Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) investigation. The device history record (DHR) was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The subject device was not returned to olympus; therefore, an evaluation and third-party culture testing was not conducted. Based on the results of the investigation, a relationship between the subject device and the reported patient infection could not be determined. However, it is likely that reprocessing of the device was insufficient based on the information provided by the facility. The event can be detected/prevented by following the instructions for use (IFU) in section: ¿cysto-nephro videoscope olympus cyf-vh olympus cyf-vhr reprocessing manual¿ olympus will continue to monitor field performance for this device.

Event description:
It was reported that three patients tested positive for serratia bacteria and were treated with antibiotics. The first patient presented with dysuria and fever and was treated with cephalexin 500 mg twice for 7 days. A few days later, two more patients tested positive for the serratia bacteria. The second patient presented with dysuria and fever and was treated with levaquin 500 mg once daily; the third patient presented with dysuria and was treated with cipro 500 mg twice a day for 7 days. All patients were doing well but had not yet been re-tested at the time of the report. It was stated that this was the only scope used at the facility, as it is small with only four staff. The customer had reviewed their reprocessing techniques and stated that all employees were following the correct steps. The customer stated they do not have a sterrad or ethylene oxide (eto) gas to sterilize the scope. Also, the scope was being placed in a procedure room that is not a sterile environment and that it is laid out in the open. It was later reported that they have found the source of the contamination in their old urology scope soaking tubes and that they were making arrangements for proper storage and soaking supplies. This report is for the first patient.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2024-0000370 this report is related to the following patient identifiers (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.